Event description:
It was reported that the pt's device was overdischarge. The company representative was able to get the device out of overdischarge. The pt was not able to keep recharging it. The pt's device was explanted and was not replaced.